Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. Cause of the event was reported as unknown. H4: UDI: (B)(4). Claim# (B)(4).

Manufacturer narrative:
Claim#(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experinced low vault. In a separate visit the lens was exchanged for a longer length lens and the problem was resolved. It has been noted that the surgeon elected a different length lens than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event is unknown.